Event description:
It was reported that no atrial arrythmia information was being reported when in fact the patient is in atrial fibrillation all of the time. The delay was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.